Event description:
A user facility reported, an intraocular lens (iol) had a broken haptic. In a follow-up, the surgeon indicated that the broken haptic was noted during surgery and that handling caused/contributed to the event. The incision was enlarged to remove the iol which caused "more inflammation". The surgeon also reported use of a delivery system and viscoelastic that are not approved for the lens model. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicated no malfunction of the receiver stimulator with multiple electrode anomalies. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).